Event description:
Pt had intrathecal opiate system in place in mid dec. He was doing well for 1 1/2 weeks and then experienced symptoms of acute opiate withdrawal. The pt experienced repeat episodes of withdrawal symptoms. The pt was offered a revision of the catheter, in order to correct the intermittent non-delivery of the opiate, and he consented. The pump was removed and aspiration from the catheter yielded no csp, and it was felt that the catheter may be kinked. Further investigation reviewed the catheter was fractured at approximately the 15cm mark. The surgeon contacted a medtronic neurosurgeon for advice on how to proceed. The neurosurgeon at medtronic and other one stated to date no complications have been reported with a piece of the catheter remaining intrathecally and to remove it would involve an extensive surgical procedure. A new catheter was inserted and checked for function.